Manufacturer narrative:
One full radius blade, 5.5mm dspl. Ep-1 device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the device was evaluated dimensionally and found to conform to design requirements. The device was evaluated for damage and it was observed that there was galling of the inner blade at the tip and approximately .5" from the sluff chamber. The proximal end of the outer blade showed evidence that the base of the inner blade was making contact with the outer blade at one location along the circumference. The inner blade was measured for tir (total indicated runout) and found to be slightly over the straightness requirement at .0125". The blade appears to have had some force applied during use which caused the base of the inner blade to rub against the proximal end of the outer tube while in rotation. No root cause related to the manufacturer of the device can be established. A review of the device history record was performed which confirmed no inconsistencies (method code). After the evaluation the root cause for the reported incident was found to be user error. No further investigation is necessary at this time. (B)(4)

Event description:
During a shoulder arthroscopy it was reported that shavings "spewed out." The sheds were removed with a different shaver blade. There were no reports of patient injury or complications. A ten minute delay was experienced.